Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade of 4 with prolapsed posterior leaflet and multiple pre-existing chordal rupture. It was not possible to grasp the leaflets despite several attempts. Leaflet damage was suspected between p2 and p3. It was noted that clip visualization was difficult due to anatomy and poor imaging quality. The procedure was aborted with no clip implanted, and mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure appears to be related to patient morphology (posterior prolapse with multiple chordal ruptures). The reported poor image resolution was due to patient anatomy and quality of images. The suspected tissue injury appears to be due to the reported multiple positioning attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was performed to address the leaflet damage. There is no indication of a product issue with respect to manufacture, design or labeling.